Manufacturer narrative:
H3: product analysis of product#: 5584111, lot#: sw18f001 visual examination confirmed that the attachment pin to the internal bushing was broken. Microscopic examination revealed that the tip of the driver was worn. This is consistent with anticipated wear. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a device used for poster ior fixation spinal therapy. It was reported that the driver is disassembled and non-functional as it cannot hold the implant. There was no patient involvement reported and no further complications reported regarding the event. Additional information was received via manufacturer representative that the reported product was already used before.